Event description:
The reporter stated that the patient experienced a blood glucose of 33.3 mmol/l with ketones. The patient's blood glucose was treated by bolusing and the patient's blood glucose slowly decreased. The mother stated that the pump history was not showing boluses that were delivered from the meter remote throughout the day. Customer support walked the reporter through reviewing the pump. There were no alarms in the pump history. All pump settings were as expected. The reporter stated that the site was changed twice during the day; after a review of the pump prime history the reporter stated that the site was only changed once. The reporter stated that there were 3 boluses from the meter, 8:15am, 10:00am, and 12:20pm, which did not appear in the meter or pump history. The reporter stated that they watched the pump deliver these boluses but the boluses did not show in the pump history. In a later conversation the reporter alleged that the meter remote failed to deliver the three missing boluses resulting in the patient's elevated blood glucose. The pump bolus history indicated nine boluses delivered from 4:30 pm until 8:45 pm, the next bolus delivery recorded in the pump history occurred the previous day, indicating that no boluses were delivered until 4:30 pm on the date of the event. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed no boluses between 8 am and 12:30 pm on the date of the reported event. A 10 unit normal bolus and a 10 unit audio bolus were performed successfully and were recorded accurately in the pump history. Multiple boluses were performed from a test meter remote and all of the boluses were performed successfully and accurately recorded in the pump history. The complaint regarding missing boluses could not be confirmed or duplicated during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. There are conflicting allegations regarding this incident. The reporter alleged that the boluses were watched and the pump delivered the boluses but they were not recorded in the history; the reporter also alleged that the boluses were never delivered causing the patient's elevated blood glucose. No conclusions can be made at this time.